Event description:
It was reported that the patient presented with symptoms of acute psychosis, delirious, and bizarre movements. The patient had been in and out of the hospital for a couple months including an intensive care unit (ICU) stay and a neurology stay at another hospital. The acute symptoms that they were investigating had been occurring for approximately 1 month. The medical team caring for the patient did not suspect the pump to be related to the patient¿s symptoms; however, the patient¿s family was fixated on the pump¿s involvement so it was being investigated further. The team performed extensive testing and verifying the function and dose of the pump as part of the workup. The patient was to see the managing physician on (B)(6) 2015. As of (B)(6) 2015 the patient was doing better and receiving good therapy from the pump. The device system delivered baclofen and morphine.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, lot# serial# (B)(4) implanted: (B)(6) 2014, product type: catheter. (B)(4).